Manufacturer narrative:
Concomitant(s): lvp (8100) s/n - (B)(4), (2) pri tubing. No device received-log review only.

Event description:
It was reported that there was a programming error with pcu (8015) and lvp (8100) that resulted in an over infusion of magnesium sulfate. Magnesium sulfate 40mg/ml (20,000mg/500ml) was setup as a primary infusion with an intended rate of 25ml/hr. The ordered dose was 1000mg/hr with a volume to be infused of 500ml. The nurse discovered 3 hours after infusion was programmed that the infusion was programmed at the incorrect rate of 300ml/hr. The infusion was ordered to infuse over 24 hours and was delivered in 3 hours. As a result of the over infusion, the patient became hypotensive and required additional IV fluids and observation. It was determined by the customer that the end-user utilized the guardrails library to setup the infusion accidentally mixing up loading dose and maintenance dose. The customer also determined that the end user selected the incorrect programming and made "several additional programming mistakes."

Manufacturer narrative:
Correction to b3, d10: 02/17/2021; additional information: g3: 02/24/2021.

Event description:
It was reported that there was a programming error with pcu (8015) and lvp (8100) that resulted in an over infusion of magnesium sulfate. Magnesium sulfate 40mg/ml (20,000mg/500ml) was setup as a primary infusion with an intended rate of 25ml/hr. The ordered dose was 1000mg/hr with a volume to be infused of 500ml. The nurse discovered 3 hours after infusion was programmed that the infusion was programmed at the incorrect rate of 300ml/hr. The infusion was ordered to infuse over 24 hours and was delivered in 3 hours. As a result of the over infusion, the patient became hypotensive and required additional IV fluids and observation. It was determined by the customer that the end-user utilized the guardrails library to setup the infusion accidentally mixing up loading dose and maintenance dose. The customer also determined that the end user selected the incorrect programming and made "several additional programming mistakes."

Event description:
It was reported that there was a programming error with pcu (8015) and lvp (8100) that resulted in an over infusion of magnesium sulfate. Magnesium sulfate 40mg/ml (20,000mg/500ml) was setup as a primary infusion with an intended rate of 25ml/hr. The ordered dose was 1000mg/hr with a volume to be infused of 500ml. The nurse discovered 3 hours after infusion was programmed that the infusion was programmed at the incorrect rate of 300ml/hr. The infusion was ordered to infuse over 24 hours and was delivered in 3 hours. As a result of the over infusion, the patient became hypotensive and required additional IV fluids and observation. It was determined by the customer that the end-user utilized the guardrails library to setup the infusion accidentally mixing up loading dose and maintenance dose. The customer also determined that the end user selected the incorrect programming and made "several additional programming mistakes."

Manufacturer narrative:
The report of a programming error and overinfusion was confirmed through the review of the pcu event log. The overinfusion was due to the device being programmed with the incorrect medications, resulting in the device infusing at 300ml/hr instead of the intended 25ml/hr. The event description stated magnesium sulfate 40mg/ml (20,000mg/500ml) was setup as a primary infusion with an intended rate of 25ml/hr. The ordered dose was 1000mg/hr with a volume to be infused of 500ml. The pcu event log shows pump module s/n (B)(6) was programmed to infuse magnesium sulfate 4000mg/100ml (drugid 144) at 5:53 pm on (B)(6) 2021. This selection had a concentration of 40mg/ml and a dose of 4000mg. The rate was prepopulated as 300ml/hr and the vtbi was prepopulated with a vtbi of 100ml. This infusion ran until 6:24 pm when the device was channeled off. The pump module was then programmed to magnesium sulfate 2000mg/50ml (drugid 143). This selection had a concentration of 40mg/ml and a dose of 2000mg. The rate was prepopulated as 300ml/hr and the vtbi was prepopulated as 50ml. This infusion ran until 11:52 pm when the device was channeled off. The intended selection, magnesium sulfate 20000mg/500ml (drugid 141) does not have its rate and volume prepopulated. Also, the dosing units is ¿mg/hr¿ versus the dosing units, ¿mg¿ of the incorrectly selected meds. When the intended dose of 1000mg is entered for the correct selection, it calculates the rate to be 25ml/hr, which was reported to be the intended rate. A review of the device error logs found no errors during the time of the reported event. The root cause of the reported programming error and overinfusion was identified as due to user programming. The devices and disposable tubing were not returned for investigation. A review of the device history record showed the device had a manufacture date of 08 may 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The devices were not returned for investigation. A review of the device history record showed the device had a manufacture date of 08 may 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no device received-log review only.